Event description:
Code blue in progress. Crt of monitor showing nsr with pulse palpated at aproximately 100 bpm. Recorder stylus on monitor not capturing qrs and digital heart rate readout not displaying numbers. Also when attempt was made to defibrillate pt, right paddle was stuck in storage well, even with forceful attempts to remove it. Before another defibrillator could be secured, paddles were forcefully removed from wells and defibrillation of pt was accomplished. Paddles were then left out of wells. Also time expired on defib about 1-2 min before 4th defibrillation. Unit sent to clinical engineering for repair and analysis. Upon inspection of monitor found stylus pressure too high, but still working within tolerance. Unsuccessfully attempted to adjust tension and replaced stylus. Found digital heart rate meter working properly and within MFR specifications. High alarm limit switch was also found to be defective. Replaced switch and tested monitor to be within MFR specs and fully operational. On defib section of device found right or apex paddle storage well securing clasp missing. Disassembled and found flange on bottom case that holds securing clasp in place broken. Replaced bottom case with reassembled unit. Tested unit to be within MFR's specifications. Last problem described (time expired) is normal for charging circuit to dump and shut down if 64 seconds of no activation passes. Return unit to MFR for evaluation.